Manufacturer narrative:
H6: investigation summary: 11 total samples (mat # mz9270) received. 3 samples verified the leakage issue from filter vent membrane and 5 samples verified the leakage because of lack of solvent on the tubing. Rest 3 used samples did not have any leakage issue. Further visual inspection shows a lack of solvent on the tubing may be the reason of leakage. After investigation, the potential root cause for leak between tubing and filter could be related to the solvent dispenser and partial solvent application between components by the assembler. After the investigation from supplier team of the filter and leakage issue of vent membrane the potential root cause will be hydrophobicity of the membrane was compromised. A device history record review for model mz9270 and lot number 23029243 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot.

Event description:
It was reported while using 2 of the bd maxzero multi-fuse extension set with needleless connector(s) leakage occurred. The following was received by the initial reporter: verbatim: customer needs complaint number (B)(4) re-opened as new complaints have occured. I have responded with assistance to send samples back. New issues on (B)(6) 2023 and customer states this is a serious patient risk issue with their nicu babies. Affected lot is 23029243 this time. Additional information from customer ((B)(6) 2023) 1st email: we don¿t know the qty the nurses just kept the tubing as they experienced issues but there was 2 total lot numbers we experienced issues with. 2nd email: these leak in the tri-fuse occurred in both nicu & our pediatric hem/onc departments. I have included the manager & director in this reply so they are able to provide feedback as well. For nicu I have 9 documented occurrences & more that were discussed with me verbally. It is hard to know an exact number of patients but I would estimate 15-20 based on staff feedback. For nicu these had tpn infusing via the lumen that leaked & all appeared to be leading at the site where the tubing was fused with the filter. Rate of infusion was varying on the patients & type of central lines were all different as well. 3rd email: for pediatric hem/onc we had 2 documented occurrences, with several others being discussed with me verbally as well. I would estimate 3-4 patients were affected by this issue based on our staff¿s feedback. Each issue occurred like (B)(6) stated at the location of the tubing fusing with the filter. Each occurrence the device was infusing tpn, with varied rates and type of central line access.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using 2 of the bd maxzero multi-fuse extension set with needleless connector(s) leakage occurred. The following was recieved by the initial reporter: verbatim: customer needs complaint number (B)(4) re-opened as new complaints have occured. I have responded with assistance to send samples back. New issues on (B)(6)2023 and customer states this is a serious patient risk issue with thier nicu babies. Affected lot is 23029243 this time. Additional information from customer ((B)(6)2023) 1st email: we don¿t know the qty the nurses just kept the tubing as they experienced issues but there was 2 total lot numbers we experienced issues with. 2nd email: these leak in the tri-fuse occurred in both nicu & our pediatric hem/onc departments. I have included the manager & director in this reply so they are able to provide feedback as well. For nicu I have 9 documented occurrences & more that were discussed with me verbally. It is hard to know an exact number of patients but I would estimate 15-20 based on staff feedback. For nicu these had tpn infusing via the lumen that leaked & all appeared to be leading at the site where the tubing was fused with the filter. Rate of infusion was varying on the patients & type of central lines were all different as well. 3rd email: for pediatric hem/onc we had 2 documented occurrences, with several others being discussed with me verbally as well. I would estimate 3-4 patients were affected by this issue based on our staff¿s feedback. Each issue occurred like (B)(6) stated at the location of the tubing fusing with the filter. Each occurrence the device was infusing tpn, with varied rates and type of central line access.